Event description:
A nurse reported that the luer-lok adaptor felt loose when the cannula was being attached to the syringe prior to surgery. This has occurred four times. There have been no patient impact. This is one of four medical device reports being filed for this report.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. According to the directions for use in the package insert, the luer lok adaptor should be fixed between the fingers when connecting the cannula to prevent rotation of the adaptor. Additional information was received on 05/07/2008 by phone and by mail. This report was mailed to FDA on: 06/05/2008.